Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: a case report describing a complication related to inferior vena cava (ivc) filter placement was presented. The patient with bilateral pulmonary embolism (pe) had an ivc filter placed. Approximately seven years post ivc filter placement, the patient presented with chest and abdominal pain and shortness of breath five days after a minor motor vehicle accident. A CT of the thorax demonstrated pulmonary hypertension but no evidence of acute pe. The spleen was enlarged and there was a large perisplenic hematoma. An ivc filter limb was noted to be detached and penetrating the aorta. At the site of penetration, there was a small aortic pseudoaneurysm. A CT image obtained approximately 5 months earlier demonstrated the filter penetration and a small defect in the infrarenal aorta that may have represented a small mural thrombus. Presumably, the filter limb broke during trauma, and the complications were exacerbated by anticoagulation. The patient was initially not cooperative with physicians and returned four days after diagnosis for treatment. At the time of admission the patient was hemodynamically stable. A repeat CT performed demonstrated a slight increase in the size of the saccular pseudoaneurysm. Abdominal aortography was performed five days post admission clearly identifying the pseudoaneurysm with a saccular form and a narrow neck. It projected off the right lateral infrarenal aorta 3.2 cm below the renal arteries and 4.7 cm above the bifurcation and measured approximately 16 mm by 12 mm in transverse and longitudinal dimensions, respectively, with a 5 mm neck. A detached ivc filter limb was seen penetrating the ivc and extending into the pseudoaneurysm without evidence of rupture or aortocaval fistula. The aorta measured 12.7 mm above and 12.5 mm below the aneurysm. The celiac artery, superior mesenteric artery, inferior mesenteric artery and both iliac arteries were widely patent. A 14 mm x 50 mm wallgraft was placed across the pseudoaneurysm neck and secured with a 16 mm x 50 mm wallstent. This was performed to seal the edges of the covered stent. Angioplasty to 14 mm was performed with an xxl balloon. Repeat aortography demonstrated complete sealing of the aneurysm. Note was made of inferior mesenteric artery occlusion after endograft insertion that was anticipated before the procedure and believed to be unavoidable, as a shorter device was not available. Selective catheterization of the splenic artery was performed demonstrating splenic rupture and it was decided that the patient would need to undergo splenectomy. The superior and inferior polar branches of the splenic artery were embolized with microcoils and hemostasis was achieved. There were no procedural complications. A splenectomy was performed four days later, the 12 french sheath was removed and hemostasis was secured with the use of arteriotomy. No abnormal symptoms occurred and the remainder of the patient¿s hospital stay was unremarkable. The patient reported no complaints on follow-up six months after the procedure. An incidental finding on a CT image obtained of another patient at the same time as the one described in this case report demonstrated filter (manufacturer unknown) penetration of the ivc and aorta without pseudoaneurysm or hematoma formation. The filter had been placed at approximately the same time as the one described in this case report. Putterman, d., niman, d., & cohen, g. (2005). Aortic pseudoaneurysm after penetration by a simon nitinol inferior vena cava filter. Journal of vascular and interventional radiology, 16, 535-538. Image/photo review: based on the images provided, a filter was deployed in the ivc, can be confirmed. Based on the images provided, filter limb perforation of the ivc can be confirmed. Based on the images provided, a small pseudoaneurysm at the level of the distal filter legs, adjacent to the aorta can be confirmed. Based on the images provided, a vascular stent was deployed in the aorta to seal the pseudoaneurysm can be confirmed. Based on the images provided, all six filter legs were demonstrated to be attached to the filter can be confirmed. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. A vena cava filter can be identified within the ivc with a filter limb perforating the ivc wall. However, all six limbs of the filter appeared to be attached to the apex of the filter and not detached. Therefore, based on the provided images the investigation can be confirmed for perforation of the ivc wall. However, the investigation is inconclusive for detached filter limbs as on the images provided all filter limbs appear to still be attached. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the article, ¿aortic pseudoaneurysm after penetration by a simon nitinol inferior vena cava filter¿, in the journal of vascular and interventional radiology 2005 that approximately seven years post filter deployment, the patient presented with chest and abdominal pain and shortness of breath five days after a minor motor vehicle accident. CT scan demonstrated an enlarged spleen, a large perisplenic hematoma and a detached limb penetrating the aorta into a small pseudoaneurysm. A CT image obtained approximately 5 months earlier demonstrated a filter limb penetrating the aorta with a small filling defect at the site of penetration. The patient underwent angiography and endovascular therapy in which stent placement across the pseudoaneurysm was performed. Complete sealing of the aneurysm was demonstrated on aortography. Note was made of inferior mesenteric artery occlusion after endograft insertion that was anticipated before the procedure and believed to be unavoidable as a shorter device was not available. The splenic artery was embolized with microcoils and hemostasis was achieved. There were no procedural complications. The patient underwent a splenectomy four days later. The remainder of the patient¿s hospital stay was unremarkable.